Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that there was a hole just below the molded strain relief on the extension resulting in blood to leak out. Alcohol 70% was used to clean the area and the area was dried completely prior to insertion. The catheter was not difficult to handle during insertion, nor was it difficult to secure. The uvc was secured by amputee suture. It was inserted on (B)(6) 2013 into the arterial umbilical artery. The uvc was being used for periodic use. A 1cc syringe with 1 unit of heparin and 1cc of saline was used to flush the line. Alcohol 70% was used to clean the area and the hub was not cleaned. The uvc was removed on (B)(6) 2013 and not replaced. The patient is currently doing fine.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.